Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: the complainant reported a battery failure on the aic (automated impella controller). The aic was removed from service.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. A.1 added as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-06227. A.2 age should have been left blank on the initial manufacturer device report number 1220648-2024-06227 as no patient was involved. A.3 added as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-06227. D.2 common device name was revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-06227 was submitted. D.4 model number was revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-06227 was submitted. Catalog number was revised since the initial manufacturer device report number 1220648-2024-06227 was submitted. D.9 device return date was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-06227. E.1 revised name prefix/title, first and last name as they were reported incorrectly on the initial manufacturer device report number 1220648-2024-06227. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-06227 and should not have been. G.1 revised MDR reporting contact email in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-06227 was submitted. Added fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-06227. H.3 updated to device evaluation anticipated as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-06227. H.6 code 2199, 4144 and 3221 were reported incorrectly on the initial manufacturer device report number 1220648-2024-06227. H.10 additional manufacturer narrative was reported incorrectly on the initial manufacturer device report number 1220648-2024-06227 as the console was returned.